Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited a battery end of service (eos) message. The eos message was observed via a remote monitoring transmission reviewed the day after the icm was implanted. Boston scientific engineering analysis of device data confirmed there was a malfunction of the icm hardware related to low voltage radio frequency measurements, causing the device to reach eos. As a result, the device was explanted and replaced with a new icm device the day after initial implant. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited a battery end of service (eos) message. The eos message was observed via a remote monitoring transmission reviewed the day after the icm was implanted. Boston scientific engineering analysis of device data confirmed there was a malfunction of the icm hardware related to low voltage radio frequency measurements, causing the device to reach eos. As a result, the device was explanted and replaced with a new icm device the day after initial implant. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. A review of device memory found that battery voltage measurements with radio frequency (rf) powered on were intermittently below the lower threshold. This caused the device to reach end of service (eos) status prematurely. The results of the device analysis confirm the clinical observations, but the specific cause could not be determined as benchtop testing was unable to reproduce the failure.